Event description:
The distributor contacted heartsine to report that their device was producing no sound. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device gave intermittent audible voice prompts. The fault was attributed to a poor solder joint on the speech chip. The fault could not be replicated after the joint was reflowed. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device was producing no sound. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.